Event description:
Ous MDR - after an implantation period of about 66 months, oversensing with inappropriate therapy was reported. A lead fracture was suspected. The lead was not returned to biotronik.

Manufacturer narrative:
The analysis of the lead revealed a rubbed through insulation at approx. 14 cm and 20 cm distal to the is-1 connector pin. This insulation damage can be considered to be the root cause of the observed noise. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD housing.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.